Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a homechoice cassette and the peritoneal dialysis (pd) patient¿s transfer set. The caregiver (cg) stated that the cassette broke off at the connection between the patient's transfer set and the cassette tubing. To resolve the issue, the cg replaced the cassette with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.